Event description:
A customer reported to carefusion that while using infant ventilator circuit part# 5732-4h1, the wye connector is cracking. The customer stated that this problem has occurred multiple times. Typically, when the cracks occur, the circuit has been in use for 24 hours or less. The cracks cause the ventilator to alarm "low exhaled vt" and leak and breath stacking can be noted on the graphics. The circuit is then changed out. The patients involved in these events experience a transient drop in hemodynamics and sats until the problem is corrected. The customer advised that because the cracks are occurring on neonatal patients, and these patients are very tenuous, sats drop quickly with any type of leak in the ventilator system. The patient event description is a general description from this customer of how their patients reacted to cracks in the circuit wye. The customer reported 5 total circuits with wye connectors that cracked. There were only 2 samples available for return evaluation. This is report 3 of 5.

Manufacturer narrative:
(B)(4). When the investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4). Device was not available for evaluation. Investigation result: there was no sample available. The customer's reported issue could not be confirmed. The device history record for the lot of the circuit reported was reviewed and no issues related to this report were observed. The product was produced and released according to procedures. Due to similar previous complaints, carefusion has initiated a corrective and preventive action for this issue. (B)(4) is a supplied component to carefusion. Root cause could not be determined in this complaint as there was no return sample for evaluation. The root cause for cracking in other complaints involving (B)(4) was due to molding process variability at the supplier site, specifically the injection speed and temperature parameters. The process parameters for (B)(4) were optimized and revalidated at the supplier. Additionally, the receiving inspection department performs stress testing on the part. As a further preventive measure, the material (butadiene-styrene polymer phillips kr03 p/n natural resin) was replaced with polycarbonate. It was found that polycarbonate is more resistant to cracking than the previous material.